Event description:
Corometrics factory service department rec'd monitor for servicing. Technician originated complaint file based on the info provided by the customer that the low heart rate alarm switch for setting the low heart rate limit was not functioning correctly. Setting was being read at 40 beats per minute instead of 80 beats per minute low limit.